Event description:
The customer alleged a blank display on the keyboard with alarms and then no audio alarms when turned on later to check the device. The co's customer support engineers (cse's) inspected the device and could not duplicate the alleged event. The unit passed extended self testing and all alarms were functioning. The display was replaced. It is not verified that there were no audio alarms, and no malfunction may have occurred. This report is not an admission by co that this device caused or contributed to the event alleged in this report.